Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had needs calibration was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "says it 'needs calibration', passes calibration, then when you go to use it normally outside of maintenance mode it says 'needs calibration'." Additional notes provided by the facility¿s clinical engineering support services include: "I ran the unit through all of its calibrations, then I ran it through a full pm test. Doing that will normally clear a recurring calibration error, and that is what happened this time. I verified that the unit doesn't say 'needs calibration' during normal use by running the unit through a 60 ml dry infusion using the morphine setting.the unit had a corroded right iui connector and a broken rear case; I replaced both of those parts with new ones.the unit passed its calibration and pm tests with no issues, and it did not generate any error codes during the test infusion." Reported problem cause description: "calibration - adjustment." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿